Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that the xds display was showing nicu3 and nicu4 beds as frozen. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who confirmed that the touch operation was not possible. The rse advised the customer to press and hold the power button to force shutdown. The customer then turned the power back on, and the xds application started normally. Based on the information available and the testing conducted, the cause of the reported problem is unknown. As the restart resolved the issue, the cause was unable to be traced to one thing and is unknown. The reported problem was confirmed. The device was operational after performing the restart. E1 reporting institution phone#: (B)(6). E1 reporter phone #: (B)(6).